Manufacturer narrative:
Concomitant medical products: there were two devices involved in the reported issue. The second product information was item no. Tgu373715j/ lot no. 17919434, UDI: (B)(4), manufacturing date: 2018/2/13, expiration date: 2021/2/12. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent the endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprostheses and a conformable gore® tag® thoracic endoprostheses with active control. Firstly the conformable gore® tag® thoracic endoprostheses was implanted the distally, and secondary the conformable gore® tag® thoracic endoprostheses with active control was implanted proximally. The imaging identified a type iii endoleak because the bird beak was occurred on the distal end of the conformable gore® tag® thoracic endoprostheses with active control. The ballooning was performed to the overlap with two endoprosthesis to resolve the type iii endoleak. However the type iii endoleak was still remain and the physician decided to monitor it expecting naturally resolve. On an unknown date, a follow-up imaging identified the type iii endoleak was still remained. On (B)(6) 2019, an additional procedure was performed to treat the type iii endoleak. The overlap site was relined with a conformable gore® tag® thoracic endoprostheses with active control. The angiography imaging identified the type iii endoleak was resolved.